Event description:
The customer received questionable hemoglobin a1c results for seven patient samples. Corrected reports were sent for samples whose repeat result differed by more than 2% from the original value. The customer stated some samples that were corrected differed by 3%. Data was only provided for one patient sample. The initial result was around 5% and was reported outside the laboratory. The result was questioned by the physician and the sample was repeated on another analyzer with a result around 8%. There was no adverse event or adverse impact to any patient as a result of the erroneous results generated. The hemoglobin a1c reagent lot number was 68602501 with an expiration date of 09/30/2014. The field service representative found there were clogged air driers on the wash stations. He replaced the air driers on all wash stations and ran performance and precision testing with acceptable results. The customer calibrated and ran qc with the following results with result within the customer's normal range. The field service representative ran a comparison of 70 specimens ran on a separate cobas system in the same lab with excellent correlation between both systems.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.